Event description:
It was reported by the hospital that a metal shard from the screw threads at the tip of the impactor came loose and cut the scrub technician. MDR filed by the hospital is MDR number 2600320000-2010-8020.